Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event can not be verified. The service history was reviewed, and no prior data was found. A device history record (DHR) review found no abnormalities that would contribute to this reported event. A two-year review of complaint history revealed there has been a total of (B)(4) reports, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4) per the instructions for use, the user is advised the following: to avoid alternate site burns or potential shock, remove all metal objects from treatment area before using the hyfrecator® 2000. It is not advisable to use this instrument in the proximity of jewelry, eyeglasses, digital watches, portable radios, pocket calculators, hearing aids, etc. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device, 7-900-115, hyfrecator 2000 was being used on (B)(6) 2025 during an abses procedure and "the surgeon received a shock when using the unit, the outlets were checked and no issue with them¿. There was no impact or injury to the patient or user. The procedure was completed with an alternate unknown device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.